Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the atrial dipoles which was seen at interrogation. The noise was reproducible with movement. Lead remains implanted. No adverse patient events have been reported. Should additional information be received, this report will be updated.